Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that male patient had catheter placed on (B)(6) 2019 for chemo treatment- cispaltin (platinum). It was stated the external part, close to the hub is pinched of. The hub protected by the tegaderm, was loose inside the tegaderm. No sharp things have been used close to the catheter. The catheter was removed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break was confirmed, and the cause appears to be use related. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel or scissors. The returned product sample was evaluated, and a break was observed in the extension leg tubing approximately 2 mm distal to the luer hub. Microscopic examination of the catheter break confirmed it was characteristic of contact with a sharp bladed instrument, and the features observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a bladed instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of redr3234 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that male patient had catheter placed on (B)(6) 2019 for chemo treatment- cispaltin (platinum). It was stated the external part, close to the hub is pinched of. The hub protected by the tegaderm, was loose inside the tegaderm. No sharp things have been used close to the catheter. The catheter was removed.